Event description:
It was reported that, "the instrument did not function properly. Spring locking mechanism did not engage."

Manufacturer narrative:
Evaluation summary: the results of the investigation suggest that the root cause of the reported event is attributed to user misuse. Visual inspection of the returned device indicated that the push button is slightly bent and sticks inside the body due to angular insertion. The device manufacturing history record indicates no reported discrepancies.